Event description:
It was reported that, while removing the nail to complete revision it was found that the proximal part of the nail was broken. All pieces were removed successfully.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.